Event description:
The catheter was removed and a green connector that should be intact was no longer there. This connector should have remained intact. This is radiopaque, the patient had a series of xrays , it could not be seen lodged in the patient.